Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the connecting screw was received at the us cq. The screw was received lodged in a blade inserter with a helical blade attached to its distal tip, leaving only the head of the screw visible. The head of the screw was scratched and shallowly dented. A greatly deformed pin wrench was lodged between two of the openings of the screw. No other issues could be identified with the returned portions of the device. Functional test: a functional test was performed on the connecting screw with the associated helical blade, blade inserter, and pin wrench. None of the associated devices could be dislodged or disengaged from the screw. In the case of the helical blade and blade inserter, the issue could not be determined to be damage or deformity since purchase could not be found while hand untightening, indicating that the devices were too tightly screwed together. In regard to the pin wrench, the deformity of the wrench is the reason it cannot be removed from the screw. The complaint can be replicated with the returned device(s). Dimensional inspection: a dimensional inspection could not be performed since the device was received embedded in another device. Manufacturing record evaluation: a manufacturing device record was not performed due to an unknown lot #. Conclusion: the complaint was confirmed for the connecting screw. The connecting screw was screwed into an associated blade inserter with a helical blade on its tip and a pin wrench lodged in its head. The screw could not be disengaged from the inserter and blade. The head of the screw has small scratches and dents, and the deformed wrench could not be dislodged from the screw. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it was possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 5 for (B)(4)..

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during a trochanteric femoral nail advance (tfna), the tfna helical blade got stuck in the tfna helical-blade impactor and was not possible to disconnect from the tfna helical-blade impactor and guide sleeve. Compression/distraction nut cannot be disengaged from yellow guide sleeve. Helical blade cannot be disengaged from helical blade inserter/connecting screw and pin wrench. They are all connected together and cannot be disengaged. When the event occurred, the surgeon removed the implant and used another set. The procedure was successfully completed with a ten (10) minutes surgical delay. There was no patient consequence. This report is for a connecting screw. This is report 3 of 6 for (B)(4).